Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure as they experienced discomfort related to scrotal infection, that was noted through local swelling four days prior surgical intervention. All components of the existing ipp were explanted and replaced with a new tactra malleable penile prosthesis. There were no additional patient complications reported.